Event description:
Patient underwent endobronchial valve placement procedure for the treatment of emphysema on (B)(6) 2023. One 7mm valve (svs-v7-00) was placed at lb9+10 and a second 7mm valve (svs-v7-00) was placed at lb7+8. A third 7 mm valve (svs-v7-00) was initially placed at lb6, however following visualization for placement and fit according to the labeling, the valve was removed and replaced with a 6mm valve (svs-v6-00) at lb6. Again, following visualization for fit, the 6mm valve was removed and another 6mm valve (svs-v6-00) was placed at lb6 and remained in the patient. A total of three spiration valves remained placed in the patient's left lower lobe (one 7mm at lb9+10, one 7mm at lb7+8 and one 6mm at lb6). Approximately one year later ( (B)(6) 2024), the patient was hospitalized for pulmonary abscess in the left lower lung (i.e., in the valve treated lobe). The patient was treated with antibiotics and computed tomography of the thorax was obtained. Surgical intervention to remove the three valves from the left lower lobe occurred on (B)(6)2024. The pulmonary abscess resolved without sequelae and the patient was discharged on (B)(6) 2024. The event was reported to be related to the device resulting from post obstructive pneumonia.

Manufacturer narrative:
A total of three valves were placed in the patient (one svs-v6-00 and two svs-v7-00) for a total of three related event reports filed separately for the same patient procedure. This is report one of three associated with the event.